Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a 24mm native bicuspid aortic valve, a pre-balloon aortic valvuloplasty (bav) was performed using a 20 millimeter (mm) balloon. On the first attempt at deployment, the valve was positioned high and was recaptured. On the second deployment attempt, upon release of the valve paddle, the valve dislodged into the ascending aorta. A second transcatheter valve was prepared to be implanted. The valve was loaded correctly and was verified with tactile, visual and fluoroscopy methods. Upon release, the second valve dislodged into a high implant position. An infold in this valve was noted. A post implant bav was not possible. Three days after implant, the valves were surgically explanted. Per the physician, calcification contributed to the infold. No additional adverse patient effects were reported.

Manufacturer narrative:
Other relevant device(s) are: product ID: evolutr-29, serial/lot #: (B)(4), ubd: 27-apr-2023, UDI#: (B)(4). Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: envpro-14, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Conclusion: the explanted valves and delivery catheter system (dcs) were not returned, they were discarded, and therefore analysis was not performed. Three static images and one video were provided for review. An axial computed tomography (CT) image confirmed a raphe in between the left coronary cusp (lcc) and right coronary cusp (rcc). The next image demonstrated the medtronic bioprosthetic valve fully deployed with both paddles released. The following image showed the valve dislodged. Upon review of the video, the dcs appeared to be in-between the outflow crowns. Negative tension was administered to the dcs to withdraw the dcs but appeared to get caught in between the crowns and dislodged the bioprosthetic valve above the annulus. There did appear to be an infold on the valve. It was stated that a post implant balloon aortic valvuloplasty (bav) was not possible but there was imaging of a post valvuloplasty. The reported event indicated that the valve was recaptured once due to sub-optimal positioning. Recapturing is a feature of the evolut pro system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. There was no information to suggest that a device quality deficiency may have caused or contributed to this event. As reported the initial valve dislodged. Potential factors that can influence a dislodged valve include tension applied on the dcs during positioning, calcification levels in the native vessel, inadequate deployment due to improper sizing between valve and annulus, irregular patient anatomy, or incomplete frame expansion. Dislodge events are typically not related to a device malfunction. A second valve was implanted and dislodged after release as well. The images provided were believed to be the second valve. Per the image review, the dislodgement of the second valve occurred as a result of the dcs nose cone interaction. Dislodgement of the valve by the dcs is related to operator technique or experience. The evolut pro instructions for use, instructs ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the dcs tip through the valve. This event does not allege a device malfunction occurred. The image review also showed that the second valve deployed had an infold. A review of the device history record (DHR) was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The frame record for this valve confirmed it was built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. Fluoroscopic imaging of the valve loading process of this event was not received. The nitinol frame features a latticed strut design which allows the valve to be compressed and loaded into the delivery system. During either the loading or recapture process, the struts may cross over and catch on each other while being compressed, which in some cases potentially can cause infolding. There was no information to suggest a device quality deficiency related to this event. Based on the available information, the presumed infold appears to have occurred as the valve was being deployed and dislodged into a high position. Per the physician, the infold was reported due to the patient's calcification. A pre implant bav was reported to have been performed. Per the IFU, in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a postimplant balloon dilatation of the valve may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. In this case, the decision was made to surgically explant both valves three days after implant. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.